Event description:
It was reported via repair work order that the fowler drifting due to malfunction gas cylinder. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.